Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. It was requested that the log files be analyzed for graphic trends that may be concerning for outflow graft obstruction/twist; however, the pump appeared to function as intended at the set speed. Additionally, a correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency/mitral regurgitation cannot be conclusively determined through this evaluation. It was reported that the patient experienced frequent low flow alarms. The patient's mean arterial pressure was 92 during an echocardiogram with moderate aortic insufficiency/mitral regurgitation, and normal sinus rhythm. Review of the submitted log files captured transient low flow alarms with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts for additional information were sent to the customer, including a cause for the low flow alarms; however, no further information has been provided. The patient was reportedly stable and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 1, "introduction," explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. It was requested that the log files be analyzed for graphic trends that may be concerning for outflow graft obstruction/twist; however, the pump appeared to function as intended at the set speed. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was seen in clinic with frequent low flow alarms. Patient's mean arterial pressure (map) was 92 during echocardiogram (echo) with moderate aortic insufficiency (ai)/mitral regurgitation (mr), and normal sinus rhythm (nsr). Most recent lowest reading was noted to be 1.5 on (B)(6)2023. Log files were submitted concerning for outflow graft obstruction/twist. The event log captured several low flow events with flow noted as low as 1.3 lpm. Some of these low flow events were sustained long enough to trigger the audible alarm and at other times it was hanging around the 2.4 lpm range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.